Event description:
Additional information was received. The imaging system was being used for a thoracolumbar fusion procedure.

Manufacturer narrative:
B5) additional information: updated. D9) additional information: updated. Continuation of d10) additional information: product ID: bi71000416, serial/lot #:(B)(6). Rev. G; continuation of d10) correction: product ID: bi71000901, serial/lot #: (B)(6). Rev. 1 ; product ID: bi71000469, serial/lot #: (B)(6). Rev. E, h3: device evaluation: a medtronic representative went to the site to test the equipment. Testing revealed that the system was not exposing. Checked sedecal generator and related components. Found signs of arcing in high voltage (hv) tank and x-ray tube. Replaced the generator, but the issue was still there. Bypassed cable chain, and replaced cable chain. Found cap discharge board overheating, and replaced. Calibrated generator, and the system exposes. The imaging system then passed the system checkout and was found to be fully functional. H3: device evaluation: the high voltage (hv) tank was returned to the manufacturer for analysis. Analysis found that the reported complaint "early termination of spin" was unable to be confirmed. Hv tank passed bench test. The resistance between points p1 and p3, p1 and p2, p3 to p2, j1m to j1a, j1r to j1a , j1b and j1a, j1c and j1a, j1c to j1a, j1f to j1g, c-s and c-l on the hv tank passed. Analysis found that the reported event was related to a physical damage issue. H6) device evaluation: b01, c13, d02 apply to the system checkout. B01, c02, and d02 apply to the returned and analyzed concomitant product: bi71000469. H6) additional information: b21, c21, d16 apply to the returned concomitant products: bi71000901 and bi71000416. Additional codes) correction: void img code g02027. Added additional img codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a hardware analysis was initiated for bi71000901 to determine the probable cause of the reported behavior. Analysis found that the complaint was not verified. Visual inspection confirmed damage, the issue was consistent with a previously known and tracked hardware anomaly. Codes b01, c02, d02 are applicable and previously reported. H3,h6: a hardware analysis was initiated for bi71000416 to determine the probable cause of the reported behavior. Analysis found that the complaint was not verified. The issue was consistent with a previously known and tracked hardware anomaly. Codes b01, d02 are applicable and previously reported. Code c07 is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the site took 2d scout shots to align anatomy. Then they went to take a 3d spin and it started to expose, but then the system stopped exposing mid-spin. They checked the logs and it had a "generator interface error tube arc occurred" message. They took another 2d image and the quality was grainy and poor quality. The system was rebooted and then they attempted to take a 3d spin and it stopped mid-spin again. The surgeon only used the system for confirmation spins and was able to use what they got to confirm placement. Upon arrival, the manufacturer representative attempted to take a 3d spin. The system would prep for the exposure, rotate to the appropriate starting position but would not release exposure. The representative then checked the 2d and found that the system would expose for ½ a second and then stop. Upon looking at the error log, the representative found error 512 and error 34 indicating an arc in the tube. Troubleshooting included checking ps1 and read 5.11vdc. Logged into the ias application and set numframes=1, put the dose meter in the field and attempted to release exposure. Exposure was only ½ a second and kv was low. Set numframes=6 and attempted to release exposure, and the system only released 1 exposure and it was again only ½ a second. This occurred intraoperatively, and there was a surgical delay of five to ten minutes. There was no reported impact to patient outcome.

Manufacturer narrative:
Continuation of concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: bi71000577, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000901, serial/lot #: unknown, ubd: , UDI#:; product ID: bi71000222r, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000230r, serial/lot #: unknown, ubd:, UDI#:; product ID: bi71000468r, serial/lot #: unknown, ubd:, UDI#:; product ID: bi71000469, serial/lot #: unknown, ubd: , UDI#:. No parts have been returned to medtronic for analysis. Investigation summary: b17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.